Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, required a witness to log in to the machine.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, it was determined that the system required a witness for all users to log in. A technical support specialist confirmed the issue was resolved after reboot and verified users were able to log in without requiring a witness. The system functioned as intended after the customer resolved the issue.